Manufacturer narrative:
Patient weight is unavailable. This event is being reported as a result of a retrospective review of similarly reported events that were initially deemed not reportable to the FDA. The aware date of the need to perform this retrospective review is correctly documented as (B)(4) 2014. Software investigation completed. This issue was caused by this version of software not being able to process 16 bit exams. A different software version was loaded on the system for issue resolution. This issue will be continually monitored in a medtronic software anomaly tracking database.

Event description:
A medtronic representative reported that the images for a case transferred with "black holes" in them. Patient was already on the table when pacs pushed the scans. The rep had the images burned to cd, but the issue persisted. Despite troubleshooting attempts the image would not appear correctly in the application that was needed for the surgery. Troubleshooting caused about a half hour delay until the surgeon opted to cancel the procedure. No harm to the patient was reported due to this issue.